Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: sp1a.210812.016.g973u1ueu9ixe1. Hardware: sm-g973u1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on the abdomen. Insulin leaking during wear was also reported. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. Inspection of the fluid path and needle mechanism components found no damage or manufacturing deficiencies that would prevent the cannula from properly inserting. Though no issues were observed, it could not be conclusively determined if the cannula deployed properly, and the exact cause of the reported unsure properly inserted cannula could not be determined. The pod was received with cracks in the top housing. The exact timing and cause of these cracks could not be determined. The investigation indicates that these cracks did not contribute to the reported event and did not impact device functionality.